Manufacturer narrative:
The reported alarms for high oxygen concentration were not reproduced during tests of the returned oxygen-gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviations during tests in the production test system. A failing oxygen gas module during ventilation may result in the patient receiving a higher amount of oxygen in the gas mixture than expected. We have not been able to reproduce the reported problem and therefore the cause of the experienced event could not be determined in this investigation. The received device logs confirm the reported event and the fault could be traced back to (B)(6). Therefore the ¿date of event¿ has been adjusted to (B)(6) 2017.

Event description:
(B)(4).

Event description:
It was reported that the ventilator alarmed high o2 concentration while ventilating a patient. There was no patient harm. (B)(4).